Event description:
It was reported that the customer received a compromised force sensor system alarm. The insulin pump was dropped a few days ago. The drive support cap was sticking out. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33, the excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, missing the end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.